Event description:
It was reported that the device experienced a reduction in predicted longevity. The device was explanted and replaced. The right atrial (ra) lead had chronically high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 694765, implantable tachy lead, (B)(6) 2010; 419488, implantable pacing lead, (B)(6) 2010. (B)(4).